Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was sounding an audible alert. An interrogation report shows electromagnetic interference (emi) triggered a false lead integrity alert (lia). It was noted that the patient was cleaning a water heater at the time of the episode. The ICD remains in use. No patient complications have been reported as a result of this event.